Event description:
Successful troubleshooting--bound. Reports 1 cadd cassette 100 ml with flowstop causing cadd legacy pump alarm, cassette lot number 4103163, expiration date 02/04/2026, able to mix new cassette and start pump without further issues. Box sent as cassette available for return. Patient will call when cassette replacements needed. No further details provided.